Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the depth limiter has been removed from the needle. The needle is dramatically bent on two planes. Ts and suture remain on the needle, as a result the reported pre-deployment cannot be confirmed. The device appears to have been attempted to be used as there is human matter within the needle. Per the device instructions for use IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).

Event description:
During meniscal repair procedure, the surgeon reported pre-deployment of the implant. It was reported that when the package was opened the fast fix was already deployed, and bent. It was confirmed t2 was the one that prematurely deployed. There is no damage noted to the packaging. Another fast-fix was opened to complete the procedure; the patient was discharged to post-anesthesia care unit in satisfactory condition.